Event description:
Ous MDR. During a postoperative follow-up in 2008, no anomalies were noted. Automatic capture control (acc) was activated. An interrogation about five days later showed that acc had stopped and the pacemaker had paced at a fixed amplitude of 0.9 v. Due to an increase in the pacing threshold, successful pacing was not guaranteed with 0.9 v.

Manufacturer narrative:
Ous MDR. The product was not returned to biotronik for analysis. Follow-up data, external ECG printouts, and an excerpt of the contents of the pacemaker memory were available for analysis. The described behavior could be traced during the analysis of the available data. A termination of the acc can be seen in the follow-up data. Subsequently, the pacemaker paces with a fixed amplitude that could no longer be adaptively adjusted. It was attempted to reproduce the complained-about behavior with pacemakers of the same build and a heart simulator. Following a thorough analysis, it was not possible to reproduce the described behavior of the pacemaker. The analysis of the pacemaker memory contents did not indicate any incorrect response of the pacemaker. The production-accompanying quality documentation of this pacemaker was checked and showed no deviations from the specifications.